Event description:
On (B)(6) 2010, a (B)(6) male pt underwent aaa repair. The pt's anatomical form was suitable for endovascular repair. The procedure was conducted as labeled. Large amount of blood leakage had been observed and it seemed to be stopped by closing the captor valve after removing the grey positioner after deploying the left iliac leg graft. But blood began to leak from the gaps of captor valve assembly. It was managed to stop by insertion of a 8fr long sheath into the valve of the sheath. The physician completed the procedure without placing any iliac leg graft in the right iliac artery because, there was not enough length to avoid covering the bifurcation of the internal iliac artery. The pt was doing fine. On (B)(6) 2010, the pt complained of leg pain, and the physician confirmed the main body right limb was completely occluded. A stent was placed after dilation of the occluded site urgently (1820334-2010-00427). The pt is doing fine.

Manufacturer narrative:
Blood loss is labeled in the IFU. Valve leaks are not specifically addressed in the IFU. Device returned in a used and contaminated condition. Check-flo discs critical dimensions are inspected during incoming quality control. An inspection of the captor valve assembly is performed 100% unless otherwise specified. The valve collar is verified to be completely snapped into the valve chamber. The orientation of the check-flo discs are confirmed. The discs are also examined to verify that each is punctured and free of tears. The iris valve is confirmed to open and close without issue. A leak test is performed on the captor valve assembly. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. The captor valve was not functional. The valve control was over-rotated. The damage likely occurred during the users attempts to reduce the leak. The device was leak tested with the positioner through the valve. The device leaked through the iris valve. The device was leak tested without the positioner. The device did not leak. Leakage between the valve components was not observed during the testing. The check-flo discs were examined. All three discs were torn. The damage to the discs likely contributed to the leakage. We are aware of the potential for leakage through the captor valve and the risk associated with this failure mode. Engineering is currently evaluating areas for improvement regarding the captor valve. The risk of blood loss remains with the use of a device with a captor valve. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.